Manufacturer narrative:
H6 evaluation method codes, evaluation conclusion codes: corrected. The device was returned for analysis. Visual and microscope inspections revealed that the telescope and imaging window were kinked, and no damage was found in the imaging core within the telescope and sheath section of the device. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. The media returned by the customer was inspected and showed an angiography video; however, no evidence that could relate to the reported allegation was found.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The stenosed target lesion, with a length of 32 mm and vessel diameter of 4.0 mm, was located in the proximal segment of the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it could not produce an image during the procedure. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope and imaging window were kinked, and no damage was found in the imaging core within the telescope and sheath section of the device. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. The media returned by the customer was inspected and showed an angiography video; however, no evidence that could relate to the reported allegation was found.

Event description:
Reportable based on device analysis completed on 10 mar 2025. It was reported that visualization issues occurred. The stenosed target lesion, with a length of 32 mm and vessel diameter of 4.0 mm, was located in the proximal segment of the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it could not produce an image during the procedure. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.